Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The physician was attempting to treat a 99% stenosed lesion located in the calcified and moderately tortuous distal rca (right coronary artery) with a 3.00x24mm taxus liberte stent. The lesion was pre-dilated. The taxus sds (stent delivery system) was unable to cross the lesion. During withdrawal of the sds, it was noted the stent was lifted on the proximal edge. The procedure was completed with a different device. There were no reported pt complications. The pt status is listed as "good".

Manufacturer narrative:
(B)(4).